Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. The reported problem (failed a pulse test) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault) and failed detect and treat testing. The cause for the failure was isolated to an open r45 resistor on the computer/analog board and to a damaged c19 high-voltage capacitor on the defibrillator pca. The c19 capacitor pads were pulled from the pca. In addition, the monitor exhibited physical damaged. The root cause for the open r45 resistor could not be positively identified. The root cause for the damaged c19 capacitor was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.